Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower scan results on the adc device compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer didn't experience any symptoms of glycemic instability, however, was unable to self-treat. The customer presented to a healthcare professional (hcp) who obtained a glucose results of 459 mg/dl and 235 mg/dl. The customer was administered unspecified serum and insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.